Manufacturer narrative:
Device received on july 10th, 2020 device evaluation completed on july 20th, 2020: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture unknown baker grade, generalized illnesses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel 225cc, sm mpp gel 475cc, breast implants which the patient reported inflammation, ulcer, breathing issues, panicky, burping gi track issues, not able to sleep through the night, brain fog, unable to work, really sick, felt crazy, anxiety, skin rashes, light sensitivity, neurological issues, depressed, weak, feelings of dying, dizzy. Patient stated that about 2 months ago noticed that left side is smaller than the right side, felt crazy, and 4 weeks ago looked like right breast was growing and left breast was shrinking, dr. Stated it looks like she has capsular contracture, and slow leak issues, doctor talked about putting her on zanex. As a result, patient underwent removal with no replacements on (B)(6) 2020. This report is for the right side.